Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refw1351 showed three other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported "trimmable midline leaking twice at the site." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was unconfirmed as the problem could not be reproduced. A 4fr s/l powermidline catheter was returned for evaluation. The catheter was returned trimmed at the 14 cm depth marker. Microscopic observation of the catheter and extension leg tubing did not reveal any splits or visible damage. When an attempt was made to flush the catheter with water, the catheter was patent to infusion. No leaks were observed emanating from the returned device when it was hydraulically pressurized. As the reported issue could not be reproduced on the returned device, this complaint was unconfirmed. Possible contributing factors for leaks in catheters could include sharp instrument damage, material fatigue, and over-pressurization.

Event description:
It was reported "trimmable midline leaking twice at the site." No other information was provided.